Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) could not initiate the magnetic resonance imaging (MRI) compatibility mode due to high impedance on the right ventricular (rv) lead. The rv lead impedance had risen gradually and then stabilized. The lead and ipg remain in use. No patient complications have been reported as a result of this event.